Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a visit to the facility the sales representative found a record of device checks that showed two occurrences of noise associated with the right ventricular (rv) lead. The sales representative checked but could not find nor confirm any noise occurring with the rv lead. The rv lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.